Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported during a routine field service maintenance visit, a broken bur was observed inside the attachment. No further information was available.